Event description:
On (B)(6) 2011, use of membragel, 0.8 ml article number 070.101, batch z5927 and straumann bone ceramic, bone ceramic, bone ceramic, 0.4-0.7mm, 0.25g, article 070.203, batch z0668. Clinician reports on (B)(6) 2011 after using membragel and bone ceramic the patient had swelling and fistula and pus, on (B)(6) 2011 still pus. Infection was treated with dalacin and chx.

Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.